Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to visit emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 506 mg/dl. The customer stated they had unexpected highs. Customer was tested for ketones. The customer was treated with intravenous infusion drip at the hospital. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.